Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that wires around the jaws of the device were exposed. Pictures of the device show that the wire is actually bare. No patient was present at the time of this occurrence.